Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple malfunction alarms. Blood glucose level was impacted (580 mg/dl), and was addressed by administering a manual injection. Reportedly, the customer visited a clinic and the contact reset the pump and cleared the alarm. It was indicated that the customer would administer manual injections as alternate insulin therapy.